Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: canada.

Event description:
No additional information is available.

Event description:
It was reported that during surgery the graft was getting caught in the mesher. There was no harm or injury to the patient. No additional skin graft was needed to complete the surgery. A delay was noted of unknown amount of time. There was no adverse event. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.